Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 65 year old impella patient to have endured a cva with a "possible" relationship to the impella device.

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was filed. The device was not returned for investigation. As no clinical information was provided, the root cause of the stroke/cva could not be determined.